Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not receive blood glucose readings due to a dexcom g7 brief sensor issue, and the patient was also unable to obtain a fingerstick reading; education was provided that the brief sensor issue could take up to three hours to resolve and contact information for dexcom support was given. Symptoms included the inability to assess blood glucose. Outcomes included temporary interruption of automated glucose control due to unavailable sensor data. Investigation included remote troubleshooting and user education. Investigation of this case revealed a known dexcom g7 brief sensor issue causing signal loss to the ilet without evidence of an ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external sensor signal unavailability.